Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while completing a set change. Customer's blood glucose was 114 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer also recalled pressing on the cap while connected. The customer also stated the force sensor was missing after the customer's dog jumped on them. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a missing drive support disk. The insulin pump was also received with minor scratches on the display window and a cracked reservoir tube lip.